Manufacturer narrative:
Section d - correction: concomitant products listed.

Event description:
It was reported that a patient's pump had repeatedly given a "no disposable" alarm approximately 24 hours after use. Patient had removed the cassette, smoothed out the kinks, and wiped the sensor, but the pump would run briefly and then alarm again. The patient had repeated this process four more times with the same result. When the patient used the same cassette with a backup pump, there were no issues. The patient had not been off infusion for long and was able to switch to the backup pump. The position of the pump when the alarm occurred was unknown. This was a continuous infusion, and the set flow rate and volume delivered were also unknown. No patient harm/adverse event was reported. The patient had a backup device to switch to and was able to successfully continue the infusion. The infusion was life-sustaining.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been in for service in the review period. The primary reported problem "incorrect/no cassette/ disposable detected" was verified by functional testing and by review of event history log. The cause is the downstream occlusion (dso) sensor. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.